Event description:
Additional information received reported there were no signs of infection.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the there was no alleged product issue. The patient experienced tenderness over surgical wound situated on the anterior abdominal wall. There was a slight oozing noted from the medial border of the wound. Diagnostic methods included an examination and laboratory testing which was normal for the subject. The event was related to the procedure. The actions taken included blood and swabs taken for culture and sensitivity. The patient was advised to complete antibiotics prescribed by the general practitioner. The location of the issue or symptom was at the device pocket. The outcome was resolved without sequelae on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information reported that bloodwork that was taken (crp and fbc) showed no signs of infection. It was confirmed that culture swabs were taken (no results were reported) although it was clarified that no infection was actually diagnosed (even though it was noted that diagnosis had been changed to infection) but the patient was given antibiotics anyway. The healthcare professional (hcp) performed a clinical review on (B)(6) 2014 and it was noted on (B)(6) 2014 that the wound appeared to be very clean and the issue was reported as resolved on the same date. Should additional information be received a supplemental report will be filed.